Event description:
The reporter indicated the surgeon was inserting a cc4204a collamer aspheric single piece lens and the injector plunger tore through the silicone tip, damaging the lens. There was pt contact with the cartridge but no contact with the lens. There was no pt injury. Another same model lens was implanted. The reporter stated the event may have been due to surgeon error.

Manufacturer narrative:
(B) (4)- other (plunger damaged lens) - (B) (4).